Event description:
It was reported that the customer's infusion set was pulled off and the insulin pump was pulled off as well. The customer's mother stated that the customers insulin pump was then broken. The customer's blood glucose was 120 mg/dl. The customer's mother explained that there were dark purple ink blotches under the lcd screen. Advised the insulin pump needed to be replaced. Advised the customer to discontinue use of the insulin pump and revert to a back-up plan per healthcare provider's instruction. Advised customer that a replacement insulin pump would be sent. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
The insulin pump had cracked and bleeding display glass. The insulin pump had minor scratches on the display window, cracked case at the display window corner, cracked battery tube threads, a cracked reservoir tube lip and a stained end cap sticker.